Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7:30 pm. She obtained a glucose result of '201 mg/dl' on the subject meter, and '103 mg/dl' on another meter, done less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue on (B)(6) 2011, at 7:30 pm she increased her dose of medication (4.8 dose). The patient claimed '5-10 minutes' after the alleged issue started, she felt 'blurry vision, shaky and stomach issues'. On (B)(6) 2011, at 7:35 pm, she was reportedly treated by her hcp at the doctor's office with food and drink. At 7:45 pm, her blood glucose was tested with the doctor's meter, where they obtained a glucose result of '64 mg/dl'. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, a correct sample site and correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.